Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that tip detachment occurred. A 035/260/1 (bx/5) amplatz super stiff guidewire was selected for use. However, during unpacking, it was found that the tip of the wire was cut off. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that tip detachment occurred. A 035/260/1 (bx/5) amplatz super stiff guidewire was selected for use. However, during unpacking, it was found that the tip of the wire was cut off. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
(E1) initial reporter address (B)(6). Device evaluated by MFR.: unit returned with its original pouch. The unit returned has distal tip bent, as part of overall visual revision. The returned guidewire was bent at distal tip section. The distal tip was observed kinked at distal tip solder ball section and the core wire was correct attach to the bald weld and main coil. No more visual damages were found in the device. The distal tip was observed kinked at distal tip solder ball section and the core wire was correct to the bald weld and main coil. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.